Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that approximately 5 years post index procedure, the patient presented at follow up with a type ia endoleak. Intervention was completed with the placement of endoanchors and balloon angioplasty and the endoleak resolved. Per the physician the cause of the event was anatomy related due to the excess calcification present. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.